Manufacturer narrative:
H6: codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause has not yet been determined. However, the operator tends to rule out vascular tortuosity as the reason.

Manufacturer narrative:
H3: product analysis of react-71, lotno:b719766 ¿as found condition: the solitaire fr 6-30 stent device was returned for analysis, stuck inside the returned react-71 catheter, inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the solitaire fr 6-30 stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was in good condition. The pusher wire kinked at the detachment zone. The react-71 catheter tip was in good condition. The catheter body was stretched to ~18.0cm from the distal tip. No voids or flashes were found in the catheter hub. No other anomalies were found. ¿testing/analysis: the solitaire fr 6-30 stent device was removed from the react-71 catheter lumen. The react-71 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent, tested via an in-house 0.050¿ mandrel through the hub without issues; however, resistance was observed at the damaged location. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ report was confirmed, as the teardrop strut was kinked on the returned solitaire fr 6-30 stent device and the react-71 catheter was stretched. The damage likely occurred when the customer attempted to advance the solitaire fr 6-30 stent device through the catheter against resistance. However, the cause could not be determined. Possible causes of resistance include vessel tortuosity, stent damage, an incompatible/damaged catheter, failure to maintain the correct flush rate, rhv loosening during delivery, and lack of continuous flush with saline/heparinized saline during the procedure. In this event, the customer reported that the vessel tortuosity was normal and that the returned react-71 catheter was compatible with the solitaire fr 6-30 stent device, ruling out vessel tortuosity and catheter incompatibility as potential causes. Therefore, stent damage, catheter damage, failure to maintain the correct flush rate, rhv loosening during delivery, or lack of continuous flush with saline/heparinized saline during the procedure could have contributed to the resistance failure. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID sfr-6-30 (d033837); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire fr stent retriever that had resistance with the microcatheter and a react-71 aspiration catheter during a thrombectomy procedure and the solitaire and react catheter were both damaged. The patient was undergoing an emergency interventional thrombectomy procedure to treat large vessel acute occlusion ischemic stroke at the middle cerebral artery (mca) bifurcation. Baseline modified ranking score was 4, nihss, was 15, and tici was 0. Vessel tortuosity was minimal. It was reported that the plan was to use the swim technique for thrombectomy. The devices were prepared and catheter flushed per the instructions for use (IFU). After establishing access, the solitaire was successfully delivered along the microcatheter to the target location. The microcatheter was withdrawn, and the stent was successfully deployed for 5 minutes, then the react-71 and microcatheter were advanced upper. A combination of aspiration the thrombectomy were used and an attempt was made to withdraw the solitaire but significant resistance was experienced so the process was stopped and the microcatheter was withdrawn. A bare guidewire technique was then used. Simultaneously, the react-71 aspiration catheter was withdrawn to release tension, but the stent could not be retracted into the aspiration catheter either. The entire stent and aspiration catheter were withdrawn. The stent tip was found to be stuck near the tip of the aspiration catheter. The solitaire was bent near the pushwire/stent connection and the distal portion of the stent was also deformed. The react catheter lumen distal end was also collapsed. Only one pass had been made and angiography confirmed the thrombus has not been completely removed so both the stent and intermediate catheter were replaced to complete the procedure s uccessfully. There was no harm or injury to the patient. Procedure mrs remained 4, tici 3 was achieved, and post procedure nihss score was 5. Stroke onset to reperfusion time was 4 hours.